Event description:
During the procedure, the physician used a wilson-cook howell dash direct access system sphincterotome to perform a sphincterotomy. After electrosurgical cautery was applied to the device, a small portion of the cutting wire detached. The detached portion was left to pass naturally through the gastrointestinal tract. No pt injury was reported.